Event description:
Resident had a blood sugar of 440 based on this glucometer. Was given 10 units of regular insulin coverage. Hour later had seizure. Blood sugar 10. Used machine to check another resident. Bs read 385. Double checked on another machine and bs was 85. Realized machine may be inaccurate. Machines are calibrated daily.